Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system couldn't perform exposures and a tube hot message was displayed on the monitor. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-parts. During an interventional procedure, the error message " no xray, tube too hot" was displayed to the user and x-ray exposure was blocked. The procedure was continued and finished using an alternative system. To resolve the issue, the pump and the d1 board of the tube cooling unit were exchanged as part of service activity. According to the investigation, no issue with the pump was detected, however, the d1 board showed residue of unknown liquid (both on the connectors and components) which was causing damage to the d1 circuit board. A defective d1 board can cause the oil cooling circuit of the x-ray tube to be out of operation and heat is not removed from the primary cooling circuit. This results in overheating of the x-ray tube and the message "tube too hot" being displayed. After replacing the d1 board, the system works as intended. The instructions for use describe in detail that care must be taken to ensure that no liquids penetrate housing parts and how this is to be prevented, especially during cleaning. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.